Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test and unexpected restart error test due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected battery out limit and off no power anomaly was noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 100 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.